Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023 the patient experienced hypoglycemia due to an unspecified malfunction. According to the report, the patient woke (B)(6) 2023 at 6 am starving and having low blood glucose. The patient heard beeping from her tandem continuous glucose monitor (cgm) display device but did not check the alert or readings. She did not check her bg. The patient began yelling at her daughter, convulsing, and passed out. The daughter treated the patient with a prefilled syringe for emergency treatment of hypoglycemia and called 911. Upon arrival, emergency medical service (ems) treated the patient with IV glucose and the bg (blood glucose) was 38 mg/dl and rising. Ems stayed with the patient until the bg was greater than 50 mg/dl and she declined transport to the emergency department for further evaluation because she was feeling better. Of note, the patient reported adjustments by her healthcare provider to her diet and pump settings and has not experienced any further episodes. There was no further documentation of medical evaluation or intervention. At the time of the report, the patient was stable. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.